Event description:
Patient presented to the physician with continued infection at the ipg incision site on (B)(6) 2021. Physician prescribed antibiotics. Subsequently the patient presented back to the physician on (B)(6) 2021 with continued infection. The physician flushed the site and prescribed a course of clindamycin. Patient presented back to the physician with continued infection. The physician removed the inspire components on (B)(6) 2022 and prescribed the patient bactrim and levaquin. This resolved the issue.

Event description:
Patient presented to ER with drainage from the ipg incision site. Physician prescribed antibiotics.